Event description:
It was reported that the patient experienced inadequate stimulation and undesired stimulation in a target area due to the position of the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned.